Event description:
An implantable pulse generator (ipg) system was returned from a histologist with no information. Information identified in the manufacture¿s database indicated the patient died approximately 2 months post implant of the ipg and 8 years post implant of the leads. The patient died approximately 3 years ago.

Manufacturer narrative:
Clarification on dates for the reported information was obtained and noted the becomes aware date as november 13, 2013. (B)(4).

Manufacturer narrative:
(B)(4). This device was included in that field action, returned product testing found the device did perform as described in the field action.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. The patient died approximately three years from today. No contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. Concomitant medical products: 5076-45 implantable pacing lead, implanted: (B)(6) 2002; 5076-35 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.